Event description:
Legal counsel for patient reported patient underwent total right hip arthroplasty on (B)(6) 2008. Legal counsel for patient further reported patient allegations of personal injury and pain. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes dated (B)(6) 2014 reports patient was revised due to pain and elevated metal ion levels. Revision op report notes the presence of reactive synovitis, scar tissue, reactive bursitis, fronds of reactive tissue, joint fluid, and adhesions. Op report further notes no evidence of loosening of either the femoral or acetabular components was observed. The modular head was removed and replaced. Additional information received in patient op notes dated august 13, 2014 reports patient underwent a subsequent revision due to a dislocation. Revision op report notes the presence of fluid. In addition, the polyethylene ball was found outside the socket with the metal head inside. The head and liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, "intraoperative or postoperative bone fracture and/or postoperative pain." "Dislocation and subluxation due to inadequate fixation and improper positioning." This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-03020 and -08689).